Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During the septal ventricular tachycardia procedure, an atrioventricular block occurred which was resolved by the implantable defibrillator previously implanted in the patient. The removal of the outlet point to the septum of the vd went was performed without complications. The ventricular tachycardia was always inducible in the left ventricle and ablation was at the entry point at the his beam (mapped area). The ventricular tachycardia ablation was also performed successfully. There was then an appearance of an atrioventricular block, which was resolved by the patient's implanted defibrillator. It was accessed that stopping the ventricular tachycardia was beneficial for the risk of atrial ventricular block. There was no issue with any abbott products.